Event description:
Literature: turner ms. Assessing syndromes of catheter malfunction with synchromed infusion systems: the value of spiral computed tomography with contrast injection. Pm r. Aug 2010; 2(8):757-766. Summary: pts receiving intrathecal medications are sensitive to infusion changes; this article reviews a number of unique clinical presentations when this occurs and describes the value of spiral computed tomography to help identify and treat such issues by visualizing flow from the tip of the catheter within the system. Fifty two spiral CT scan procedures were reviewed. Twenty three scans were interpreted as normal; all but 3 of these pts responded to dosage adjustments for the 6 month f/u. Three pts (of 52) underwent a catheter replacement despite a normal spiral CT procedure. The authors postulated these 3 individuals had microleaks. Seventeen demonstrated loculations, 6 showed extravasation, 4 found the catheter subdural, 1 showed the catheter tip to be epidural. All pts with abnormal findings underwent revision of their catheter followed by improvement of drug delivery. Event: seventeen individuals experienced catheter tip loculation. This report is for a (B)(6) female with severe spasticity secondary to mitochondrial syndrome that experienced a catheter tip loculation. She had several episodes about 6 months apart of failure of drug effect, which responded to catheter revision. She came to the author and a CT scan documented loculation of the contrast in the intrathecal space. She has responded to placement of her catheter in the lateral ventricle. Of the 17 pts studied, five pts experienced a recurrence of catheter tip loculation requiring a second revision. These pts all functioned well up to 4 yrs later.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info has been requested. See literature article with MFR report# 3007566237201007505.